Event description:
The blue end cap male/female is missing half of it. As if it was not fully made.

Event description:
The blue end cap male/female is missing half of it. As if it was not fully made.